Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d9 and h3. The information included in d9 and h3 was inadvertently omitted from the initial medwatch report. Please see updates to d9, h3, h6, and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image switched between a green and violet/purple/pink image. Additionally, the repair center found a crack in the cover glass. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image failure was due to a defective cable. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the scope was producing a green image. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.